Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that there was an air bubble in the reservoir near the o-ring. Blood glucose level at the time of the incident was 291 mg/dl. The caller was able to push the air bubble into the tubing and reported that it was no longer visible. The reservoir was not replaced or returned for analysis.